Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine the bent cannula or if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 480 mg/dl and high ketones present, while wearing the pod on the abdomen between 4 and 24 hours. Multiple corrections were administered at home using the pod, but the patient's bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. At the hospital, the patient was given an infusion of electrolytes 3 times and a bolus was performed using a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.